Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer in performing the reset. After the reset, the cgm error code did not reappear, and the sensor session was successfully started.